Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic failure alarm. Patient was stable to be removed from intra-aortic balloon(iab) therapy. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic failure alarm. Patient was stable to be removed from intra-aortic balloon(iab) therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. A maquet sheath was also returned with blood between the sheath and the catheter tubing. The extender and pressure tubing was also returned. A catheter tubing/inner lumen kink was observed at approximately 76.2cm from the iab tip. At this same location, an optical fiber break was also observed. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, pressure tubing, and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken from a severe kink, confirming the reported problem. However, we are unable to determine when this may have occurred since we cannot replicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).